Event description:
The patient reported she received an e4 (occlusion) message on her insulin infusion device. While troubleshooting this, the patient noticed the outer infusion set tubing had separated from the inner tubing near the luer lock. She stated this is the second time this has occurred in the past 2 weeks. She said this infusion set has been in use for about 3-4 days. On follow up, the patient stated she changed the infusion set and that resolved the issue. The patient did not report blood glucose concerns related to this issue. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for evaluation.